Event description:
The customer felt symptoms of hypoglycemia. Her son gave her orange juice to elevate her glucose. They tested her blood glucose and got a 287 mg/dl from her adc device. The paramedics were called and using their own meter got a reading of 86 mg/dl. The customer declined to go to the hospital.